Event description:
Air was introduced into the stopcocks when connected to sheenman stopcock (currently this stopcock is investigated in sheenman) and air was not able to be retrieved out.

Manufacturer narrative:
Results: visual examination on the returned device showed that the manifold is positioned at 45 degree. Functional test conducted shows that when fast flush was performed, presence of air in the tubing line was observed when the manifold is at 45 degree. Upon positioning the manifold at 90 degree for "off" direction, no air was observed in the tubing line. A review of the batch documentation, which includes device history records and inspection reports, showed that no problems were found relating to damaged device and wrong assembly during manufacturing process. Conclusion: the wrong orientation of manifold could be due to: wrong orientation of manifold from supplier manufacturing process that was not detected during their quality inspection. Production associates during assembly and packaging process did not detect the wrong orientation of the manifold. User performing the kit set-up, positioned the manifold at 45 degree as "off" direction. (B)(4).